Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no telemetry with the pt programmer. It was possible to get telemetry, at first. The pt was still feeling stimulation. Another programmer or application card was tried. Environment or other medical procedure interference was not ruled out. There was also difficulty in syncing the physician programmer and the pt programmer. It was suggested that the cause of the issue was, most likely, due to post-operative swelling at the pocket site. It was later reported that the pt was seen on (B)(6) 2011, at which time the physician aspirated 40 ml of blood from the pocket. It was still not possible to "make contact" with the pt's implantable neurostimulator. X-rays were performed and the physician believed that the device system was okay. The pt was seen by the MFR rep on (B)(6) 2011, and it was still not possible to get telemetry. It was unk whether the pt would undergo surgery to correct the issue. The pt was doing well, otherwise. The stimulation was working and turned on low. No adjustments were able to be made as there was no telemetry. It was later reported that the pt had the neurostimulator removed and replaced the week of (B)(6) 2011. The removed device was not able to be interrogated in the operating room after it was explanted. The pt "did great" following implantation of the new device. The new device was programmed and the pt was instructed on the use of the device system. A f/u report will be filed if add'l info becomes available.